Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been device deployment in a calcified artery resulting in collagen deposition and vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the physician had a 45 cm, 6 french (fr) guide sheath with up and over access via the common femoral artery (cfa). After treating peripheral artery disease (pad) in the contralateral leg, the sheath was repositioned in the ipsilateral leg (where the access site was) to achieve antegrade access. At this time, a dissection plane was unknowingly created in the superficial femoral artery (sfa). Treatment of pad in that leg continued via antegrade access. Upon completion, the vessel was closed with a 6 fr angio-seal. The closure did not meet the criteria because calcified disease was too close to the access site, but the vessel was closed anyway. The angio-seal sheath was also advanced farther into the vessel than guidelines recommend. Therefore, when attempting to deploy the angio-seal, the footplate lodged in the calcified dissection flap and created an occlusion in the vessel. Flow to the leg slowed down, and the patient needed to go to surgery for a femoral cutdown. The findings stated above were confirmed by the surgeon who performed the cutdown, removed the angio-seal and calcium, fixed the dissection, and patched the cutdown. The procedure was successful. Additional information was received on 08 jan 2025: a 6 fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and moderate calcium/diseased vasculature was observed near the access site. The patient's condition is stable. The email address given is for the lead technician in the catheterization lab.

Manufacturer narrative:
A3b: gender: n/a the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.